Event description:
It was reported that noise was observe during f/u. This noise was seen on the vpace sense vbipolar iegm channels but not on the superior vena cava to can channel. High impedance was observed. Defibrillation threshold test was successful and high voltage lead impedance measurements were normal post testing. Patient was asymptomatic.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.